Manufacturer narrative:
Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to noise. Lead damage suspected. The physician opted to change the device settings and monitor the patient. The lead remains implanted.

Event description:
The lead was explanted and replaced.